Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain in their lower back. It was confirmed that the patient had adequate dermatomal coverage. The patient received a pain injection in the sacroiliac (si) joint and subsequently reported pain at the injection site, which was resolved within a few days. The physician noted that the patient suffers from sacroiliac (si) joint pain.